Event description:
It was reported that following neurostimulator replacement the patient experienced shocking/jolting, tingling at the stimulator pocket, and dual stim. It was noted that initially impedances were normal, but additional information noted a number of electrode pairs greater than 2000 ohms and most electrode pairs greater than 4000 ohms. Reprogramming had been attempted, but tingling continued. The surgeon had put a lot of saline in the pocket. A possible fluid short was suspected. Additional information noted that the patient was able to be reprogrammed to a setting that gave him the same coverage he had before the replacement. As long as the patient could maintain that coverage no revision was going to be done.